Manufacturer narrative:
Only thermogard xp ivtm system s/n (B)(4) display head was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4). Visual inspection showed that the lcd on the console display head was blank thus confirming the reported complaint. Archive review could not be performed since only the display head of the console was returned. During functional testing, the display head failed all testing. Further testing showed that the lcd was defective. The lcd was installed to a known good display and the no display continued. The small components in the display were checked and there was no evidence cracking. In conclusion, the reported complaint of the blank display head was confirmed during functional testing and was attributed to a defective lcd.

Event description:
During installation of thermogard, the display on the console was blank after assembly. There was no patient involvement reported.